Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: embolization (micro and macro) with transient or permanent ischemia. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® conformable aaa endoprosthesis and the gore® excluder® aaa endoprostheses in zone 9. The procedure was uneventful with successful exclusion of aaa. The aneurysm was sealed. The patient tolerated the procedure. It was reported that on post operation day 1, the patient was found to have no right lower extremity pulse post evar approximately 1 to 2 hours in recovery. A dry seal hydro flex sheath was used on right side. Physician theorized that possible manual compression to assist hemostasis during closure device deployment in conjunction with protamine usage caused fresh clot to form and eventual embolization. The patient was taken back to the or for a subsequent immediate or open groin exploration with clot removal. A thrombotic agent was infused to facilitate distal tibial vessel clot breakdown as well as device thrombectomy usage planned post operation day 1. The hospital did not have the necessary equipment to fully assess the patient's condition, therefore, the patient was transferred to another hospital. It was noted the patient has had diminished pulses in his feet. They plan to reintervene on (B)(6) 2025. The physician is not attributing the clot to any gore devices. The patient underwent a reintervention on (B)(6) 2025 at another hospital to remove the clot(s).the patient tolerated the procedure.